Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. The date of event is unknown. A supplement report will be submitted if provided. In addition, the following reportable malfunctions were identified during the device evaluation: menu switch on front panel not working. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: b30 scope communication error was due to faulty receptacle unit. Additionally, for the remaining findings, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center presented a intermittent error message b30. The event was found during reprocessing. There were no reports of patient involvement.